Event description:
It was reported by the customer that their device was alarming lost sensor and calibration error. Customer states they had a calibration error the previous evening with the sensor. Customer stated they could not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 502 mg/dl at time of reporting and customer was treating with manual insulin injections. Nothing further reported.

Manufacturer narrative:
Inspected 4 opened/used enlite sensors and performed bicarbonate buffer test per specifications. 1 of 4 sensors failed for high readings 3 remaining sensors passed per specification with accurate readings. Also found 4 bent cannula's unable to confirm if customer received sensor in said condition due to customer returning it opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.